Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter indicated having high blood glucose levels for 4 days. The event was unable to be troubleshot at the time of the call. This complaint is being reported because the reported issue was not resolved at this time. There were no reported blood glucose levels to assess for an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed that the last basal and last bolus were delivered on (B)(4) 2013 at 13:06. The history showed only typical usage alarms and warnings and the total daily doses added up to correctly reflect the user¿s programmed basal settings. The pump was able to successfully complete a delivery accuracy test and was found to be operating within required specification and delivering accurately. No alarms occurred during testing. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Additionally, the audio bolus button cover was torn; the button responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.